Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.8, lab: 6.6. His target range 2.5-3.5. History: on (B)(6): inr 2.2; on (B)(6): inr 2.9; on (B)(6): valve replacement surgery. Pt was on lovenox and coumadin treatment; on (B)(6): pt was released from hospital and back on coumadin only. No antibiotics or steroid; on (B)(6): inr 1.8, doctor increased coumadin dosage; on (B)(6): inr 2.7. Pt had blood transfusion. Lab work indicates he is anemic. No hematocrit info; on (B)(6): inr 5.0 doctor increased coumadin dosage; on (B)(6): inr 4.5; on (B)(6): inr 1.6 doctor increased coumadin dosage; on (B)(6): 2.3; on (B)(6): meter 1.8 pt had peripheral effusion; sent to hospital within 1 hr, inr = 6.6. Pt hospitalized and treated with vit. K and fresh plasma.

Manufacturer narrative:
Investigation pending.